Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center (ccc) to report quality control (qc) failures and falsely depressed syva® emit® 2000 tacrolimus assay results that were obtained on patient samples on a viva-proe system. The following troubleshooting steps were performed: system cleaning of the equipment, check 8abs, replacement of new consumable parts, replacement of newly configured cleaning fluid, hcl, naclo, ambient temperature and humidity control, on-site operation by application engineers, recalibration for quality control. The limitations section of the syva® emit® 2000 tacrolimus assay instructions for use (IFU) states: "results of this test should always be interpreted in conjunction with the patient¿s medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
Falsely depressed syva® emit® 2000 tacrolimus assay results were obtained on patient samples on a viva-proe system. The erroneous results were reported to the physician(s), who questioned the results. Additionally quality control (qc) drift overtime was observed. Eventually the qc failed low and the customer recalibrated and/or repeated the qc in order to obtain in range qc results. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed syva® emit® 2000 tacrolimus assay results or the qc failures.

Event description:
Falsely depressed syva® emit® 2000 tacrolimus assay results were obtained on patient samples on a viva-proe system. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on the same instrument. The repeat results were higher than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). Additionally quality control (qc) drift overtime was observed. Eventually the qc failed low and the customer recalibrated and/or repeated the qc in order to obtain in range qc results. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed syva® emit® 2000 tacrolimus assay results or the qc failures.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00002 on 05-jan-2024. Additional information 21-mar-2024: siemens performed initial testing and referred the data for further review. Additional information 12-apr-2024: siemens investigated this issue and provided the following conclusion: the expected behavior of the syva® emit® 2000 tacrolimus assay reagent is as follows, information summarized below can be attained in the product instructions for use (IFU), instrument application sheet, and vendor¿s control documentation. The reagent IFU states that the reagents will remain stable after opening for 12 weeks or until the expiration date printed on the label (whichever is sooner), pending that they are stored at 2 ¿ 8°c, upright, and with caps tightly closed. IFU states to refer to application sheet for complete instructions. Application sheet states that reagents may be stored onboard, capped when not in use for up to 4 weeks or as quality control (qc) results are within acceptable limits. Qc expected ranges are provided by the vendor, with the expectation that individual laboratories will develop their own qc ranges using the expected ranges as a guideline. The syva IFU also provides instruction for the testing laboratory to generate their own qc ranges and states that in the event of a qc failure the testing laboratory is required to follow the laboratory¿s quality procedures. The customer is alleging instability in reagent observed by qc results drifting/failing low and inconsistent clinical sample results. When qc results drift/fail low the customer is required to re-calibrate and to perform additional troubleshooting. Since the atellica ch lot 130034 contains the same reagent used in the syva emit 2000 tacrolimus reagent lot s1 and the viva-proe and the atellica ch use the same principle of spectroscopy to measure analyte concentration in calibrator, control, or patient sample, siemens performed testing using the atellica ch reagent lot 130034. The principle of spectroscopy used is based on measuring the absorbance of light at 340 during the reaction between sample, reagent 1, and reagent 2. Siemens' review of the atellica ch data did not confirm the observations reported by the customer. The syva emit 2000 tacrolimus assay reagent has no calibration interval claims and the viva-proe application sheet instructs the operator to ¿prepare a calibration curve whenever a new lot of reagents are used or as indicated by control results¿. The product problem identified by the customers is not confirmed. Customer sample handling methods cannot be ruled out as a potential result in adverse assay performance. The syva emit 2000 tacrolimus assay lot s1 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section b5, additional information was received after the initial MDR was filed and the description of the event was updated with the following clarifications: "the samples were repeated on the same instrument. The repeat results were higher than the erroneous results. The repeat results were reported, as the correct results, to the physician(s)." In section b6, the unit of measure has been added. In section d8, the response was updated from "unknown" to "yes". In section e1, the customer's name has been added. In section h6, the investigation findings and investigation conclusions codes were updated.